Event description:
In 2008, I was implanted with a gynecare tvt secur tension free support for incontinence. At the same time, a rectocele was reduced. For the first yr and a half, the only problem I had was urination if I became constipated so I have been drinking apple juice every day and have kept that problem to a minimum. In (B)(6) 2010, I began to experience problems starting a urine flow which eventually got worse to the point now that I stop and go and often cannot empty completely. About a yr ago, I started experiencing leg pain while sleeping which gradually has gotten worse. I have noticed that if I lay on my back, it goes away however I'm unable to sleep on my back because of snoring. I visited a chiropractor who took xrays and found no problems. Recently, for the last five months or so, I have been experiencing air and sounds coming from my vagina. Also when I pass gas it is released but doesn't seem to be completely expelled through the rectum. While this is not painful it is very unnerving. I don't know if the problems I'm having are because of the surgery I had or not, I in fact am not sure what my next call should be. I know there are issues with some of the mesh implants and I just wanted to share my experience for the record. It is my plan to get professional help. Thank you. Reason for use: cystorectocele with urinary stress incontinence.